Event description:
If was reported that a patient's vns device had been disabled four years ago, due to painful stimulation. Good faith attempts for additional information have been unsuccessful to date.